Event description:
It was reported withdrawal occurred; a patient was experiencing withdrawal symptoms of sweating and being more rigid. The patient went to the emergency room (ER), was given oral baclofen, and had emergency pump replacement surgery on (B)(6) 2015; the elective replacement indicator (eri) alarm had already occurred (confirmed by telemetry) so end of battery life was suspected. The patient was reportedly stable/healthy and doing well at the time of the procedure. There were suspected issues with underinfusion, no issues were noted in the pump logs, the pump pocket had no observable issues. It was not known when the withdrawal symptoms occurred or whether there had been any volume discrepancies. The hcp reported that the patient recovered without permanent impairment and had decreased tone following the replacement surgery and was discharged from the hospital on (B)(6) 2015. However, the patient continued to decline, experienced autonomic storming and desaturation (normal for this patient), and died at home (B)(6) 2015. The hcp did not believe the death was directly related to the implanted infusion system, but stated that the patient was too weak from ¿other comorbidities¿ and had been unable to endure the withdrawal and surgery. Per the manufacturer¿s representative the hcp felt it was ¿more than the patient¿s body could handle.¿ the explanted pump was received by the manufacturer for analysis (B)(4) 2015. The patient was cremated and the new pump was removed and discarded by the funeral home. The pump was used to infuse baclofen (compounded). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
See MFR report # 3004209178-2015-14320. A patient death was previously reported. This event occurred after a pump replacement surgery and has therefore been captured in MFR report # 3004209178-2015-14320

Event description:
The following previously reported information: (the patient continued to decline, experienced autonomic storming and desaturation (normal for this patient), and died at home (B)(6) 2015. The hcp did not believe the death was directly related to the implanted infusion system, but stated that the patient was too weak from "other comorbidities" and had been unable to endure the withdrawal and surgery. Per the manufacturer's representative the hcp felt it was "more than the patient's body could handle." The patient was cremated and the new pump was removed and discarded by the funeral home) will now be reported under MFR #3004209178-2015-14320. Any further information regarding the events following the pump replacement will be reported under MFR #3004209178-2015-14320.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of miscellaneous elective replacement indicator (eri) due to time progression.